Event description:
During the index procedure, one endeavor sprint drug eluting stent was implanted in the lad and one endeavor sprint drug eluting stent was implanted in the diagonal. Approximately 6 months post the index procedure, the patient suffered myocardial infarction. The patient was treated with pci. The patient recovered.